Manufacturer narrative:
A ge service rep performed an on site investigation. The hv x-ray tube connectors were resealed and a filament calibration was performed. The system was tested and found to be working and returned to service. This malfunction may have resulted in a possible accidental radiation occurrence.

Event description:
The customer reported that the system exhibited a 'high ma error' during pt care cases. No pt or user injury was reported.